Event description:
It was reported that the scrub nurse said when she opened this package the cup stuck to the package causing it to hit the floor. Hospital threw away the box and stickers.

Event description:
It was reported that the scrub nurse said when she opened this package the cup stuck to the package causing it to hit the floor. Hospital threw away the box and stickers.

Manufacturer narrative:
When completed, the evaluation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding the packaging sticking to the implant involving a primary tritanium hemi cluster hole cup 52mm was reported. The event was not confirmed. Visual evaluation of the returned device did not confirm the event as there was no packaging material attached to it and there was no indication of an impact from the reported fall. No packaging materials were returned for evaluation. A device history review indicated that all devices were accepted into final stock with no reported discrepancies. A complaint history review indicated that there have been no similar events for the reported lot. The exact cause of the event could not be determined because the primary tritanium hemi cluster hole cup 52mm packaging was not returned for evaluation. The implant that was returned for evaluation showed no signs of packaging material attached to it or impact from the reported fall. Further information such as the implant packaging is needed to complete the investigation for determining root cause.